Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was found to be the cause of the reported backup vvi.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the procedure, the device was found to be in backup vvi in the box. The device was not implanted and was replaced. The patient was stable.